Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, chronic obstructive pulmonary disease, hypertension, diabetes mellitus, coronary artery disease, and asthma. Complications reported included death, heart failure; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: atrial fibrillation and clinical outcomes after mitral transcatheter edge-to-edge repair: a mechanism-stratified cohort study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "atrial fibrillation and clinical outcomes after mitral transcatheter edge-to-edge repair: a mechanism-stratified cohort study", was reviewed. This research article is a retrospective single center experience to evaluate the role atrial fibrillation (af) plays in the pathogenesis of each mitral regurgitation (mr) mechanism, leading to varying echocardiographic and hemodynamic results, to different clinical outcomes following transcatheter edge-to-edge repair (teer). The devices included in this study were mitraclip and pascal. The article concluded that af, more than mr mechanism, was associated with a higher incidence of the composite of heart failure hospitalization (hfh) or death despite similar acute mr reduction and left atrium unloading. [The primary and corresponding author was hadar horowitz, jesselson heart center, shaare zedek medical center, the eisenberg r&d authority, and faculty of medicine, hebrew university of jerusalem, jerusalem, israel, with corresponding e-mail: hadar.horowitz@mail.huji.ac.il.] This study included all patients undergoing teer from 01 january 2020 to 30 november 2022. A total of 221 patients were included in the study, of which 86.8% (192) received an abbott device. The average age of the ventricular functional mitral regurgitation (vmfr) group was 71.6 years. The average age of the atrial functional mitral regurgitation (afmr) group was 79.4 years. The average age of the degenerative mitral regurgitation (dmr) group was 79.4 years. The majority gender was male. Comorbidities included atrial fibrillation, chronic obstructive pulmonary disease, hypertension, diabetes mellitus, coronary artery disease, and asthma.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: atrial fibrillation and clinical outcomes after mitral transcatheter edge-to-edge repair: a mechanism-stratified cohort study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "atrial fibrillation and clinical outcomes after mitral transcatheter edge-to-edge repair: a mechanism-stratified cohort study", was reviewed. This research article is a retrospective single center experience to evaluate the role atrial fibrillation (af) plays in the pathogenesis of each mitral regurgitation (mr) mechanism, leading to varying echocardiographic and hemodynamic results, to different clinical outcomes following transcatheter edge-to-edge repair (teer). The devices included in this study were mitraclip and pascal. The article concluded that af, more than mr mechanism, was associated with a higher incidence of the composite of heart failure hospitalization (hfh) or death despite similar acute mr reduction and left atrium unloading. [The primary and corresponding author was hadar horowitz, jesselson heart center, shaare zedek medical center, the eisenberg r&d authority, and faculty of medicine, hebrew university of jerusalem, jerusalem, israel, with corresponding e-mail: hadar.horowitz@mail.huji.ac.il.] This study included all patients undergoing teer from 01 january 2020 to 30 november 2022. A total of 221 patients were included in the study, of which 86.8% (192) received an abbott device. The average age of the ventricular functional mitral regurgitation (vmfr) group was 71.6 years. The average age of the atrial functional mitral regurgitation (afmr) group was 79.4 years. The average age of the degenerative mitral regurgitation (dmr) group was 79.4 years. The majority gender was male. Comorbidities included atrial fibrillation, chronic obstructive pulmonary disease, hypertension, diabetes mellitus, coronary artery disease, and asthma.